Event description:
It was reported that patient complains of pain in left hip and down the leg within the last week. He has had back pain since the surgery. Patient has difficulty to bend cross his leg, more pronounce in the left leg. His pain is not constant, but rather intermittently during the day. More difficult to put sock on his left side. Update as per sales rep: the patients left hip was revised due to pain and elevated cocr. The surgeon stated intraoperatively that altr was present. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
Evaluation summary: an event regarding altr was reported. The event was confirmed. Inspection of the reported devices could not be performed as no items were returned. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.